Manufacturer narrative:
It was reported that the hl20 single pump displayed the error message: "belt slip". No harm to any person was reported. A getinge field service technician (fst) was onsite and investigated the unit in question on 2021-08-04. The fst found that the tacho strobe foil was damaged. The problem was resolved by replacing the tacho strobe foil. The system was checked according to factory¿s specification and all tests passed. The device was put back into use. Thus the reported failure "error message: beltslip" could be confirmed. A getinge product specialist (life cycle engineer) was consulted. A damaged foil is a plausible cause for the error message "belt slip". Because the sensor no longer detects one or more lines on the film, it measures an apparently low speed at the pump head. Since this speed is then lower than the motor speed, the pump interprets this as a slipping belt and displays this message. Device was manufactured in 2017-05-08. Non-conformities (include non-conformities in production process) at mcp were reviewed for the period of 2017-05-08 to 2022-01-18. There was no non-conformity related to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID #(B)(4).

Manufacturer narrative:
It was reported that the hl20 single pump displayed the error message: "belt slip". A getinge field service technician will be sent onsite for investigation of the device. As soon as new information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 single pump displayed the error message: "belt slip". Reference number: (B)(4).